Event description:
It was reported that the pump exhibited a motor rate error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there were no previous services in the last 13 months. The device was tested but the motor rate error was not duplicated. The root cause of the issue could not be determined. As a preventative measure, the drive train components were replaced including the lead screws, clutches, worm coupling, worm gear, carriage and plunger tube. The device was then recalibrated and passed all performance verification testing.